Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that it had been awhile since they had used the therapy, they didn¿t use it that much because they didn¿t know that it really helped. The patient reported they were trying to connect to the ins when they saw a power on reset (por) message. The patient stated they went to the emergency room and had a CT scan of their stomach in (B)(6) 2019, probably 2 weeks ago. The patient was redirected to their healthcare provider. No further complications were reported.